Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen prolong lps-flex articular surface, catalog #: 00596204014, lot #: 63035244; nexgen stemmed tibial component, catalog #: 00598004701, lot #: 63198588; nexgen straight stem extension, catalog #: 00598801215, lot #: 63112619; nexgen full block tibial augment, catalog #: 00598800510, lot #: 63101764; palacos bone cement, catalog #: 00111314001, lot #: 80374413. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00245, 3007963827-2018-00046, 0002648920-2018-00246, 0001822565-2018-01843, 0001822565-2018-01844. Product location unknown.

Event description:
It was reported that the patient had a knee arthroplasty revision due failure of the left knee arthroplasty. It was noted during the revision that the knee was stiff. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of the provided op notes. Review of the operative notes indicate that the patient was suffering from painful left total knee replacement with some mid flexion instability, insufficient tibial surface ingrowth, failed knee and stiffness. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.